Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The product involved in the reported event was not returned for investigation; however, the provided picture was reviewed. The image showed a ceramic liner and ceramic head, with the ceramic liner fractured in half. It appears that some pieces of the fractured ceramic liner are missing. Additionally, the ceramic head and liner display signs of metal transfer on the visible surfaces. The mating surfaces are not visible; therefore, any indication of a seating pattern cannot be evaluated. Due to the quality of the picture, a further assessment cannot be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Two radiographs were provided and reviewed by a radiologist. A first x-ray taken one day after initial implantation, demonstrates anatomic alignment of the femoral and acetabular components without dislocation or fracture. However, there is subtle asymmetric offset of the liner-cup articulation that might indicate incomplete seating of the liner in the cup. A second x-ray taken before revision surgery on an unknown date shows radiodense fragments at the medial inferior joint space consistent with the fractured ceramic liner. There is no osseous fracture or dislocation. Bone quality is osteopenic. The acetabular cup abduction angle measures 40 degrees. Anteversion of the cup cannot be measured on these images. Based on the available information, the fracture of the liner can be confirmed. Review of the manufacturing records confirms that the liner was manufactured according to specification; therefore, it is not expected that the manufacturing process contributed to the reported event. Review of the provided radiographs revealed a subtle asymmetric offset of the liner-cup articulation. This offset indicate an incomplete seating of the liner in the cup, that might have led or contributed to the fracture of the liner. Since the first available x-ray was taken on the day after the initial surgery, it is not clear if the liner was incorrectly seated in the cup during implantation, or if the liner shifted in the incorrect position afterwards, resulting in the observed offset. In conclusion, since the cause may be multifactorial, and the details on the initial implantation procedure remain unknown, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d-4: this device is sold outside the us, and therefore no gudid information exists. This device is considered similar to 00889024519848. D10: item name: trilogy bone scr 6.5x25; item number: 00-6250-065-25; lot: 65438672, item name: trilogy bone scr 6.5x20; item number: 00-6250-065-20; lot: 65452525, item name: tprlc 133 type1 pps so 9x137mm: item number: 51-103090; lot: 7275265, item name: delta cer fem hd 32/-3mm t1; item number: 650-1163; lot: 3095900, item name: g7 pps ltd acet shell 48c; item number: 010000661; lot: unknown. G2: china g4: the reported product is not sold in the us; the pre-market submission number for the similar product sold in the us is k190660. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery due to a fractured liner: approximately 2 years and 19 days post-implantation. Attempts have been made and all additional information received has been included in this report.